Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 crdm non-defib lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the device experienced a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.